Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. No further information was able to be obtained despite good faith efforts.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. No further information was able to be obtained despite good faith efforts. Additional information was provided that specified the reason for the revision procedure. The patient had experienced increased pain in her buttocks which was not able to be covered with her existing leads. Therefore, new leads were implanted peripherally in the low back area. Nothing was explanted during the revision. The addition of the new leads resolved the patients increased pain and the patient is doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.